Event description:
It was reported that during a service visit for a previously reported issue, a getinge field service engineer (fse) observed that the back up battery for the cs300 intra-aortic balloon pump (iabp) had a runtime below factory specifications. There was no patient involved and no adverse event was reported.

Manufacturer narrative:
A getting field service engineer (fse) reported that the iabp unit had been returned to the customer and cleared for use.

Event description:
It was reported that during a service visit for a previously reported issue, a getinge field service engineer (fse) observed that the back up battery for the cs300 intra-aortic balloon pump (iabp) had a runtime below factory specifications. There was no patient involved and no adverse event was reported.

Manufacturer narrative:
Updated fields: b4, g4, g7, h2, h6(evaluation result code, evaluation conclusion code), h10, h11. Corrected fields: e1(initial reporter), e2, e3, g3. A getinge field service engineer (fse) reported that the battery was replaced. Additional information is being requested with regard to the status of the iabp. A supplemental report will be submitted when this information is provided to us. The initial reporter named in block e1 is a getinge employee who has different contact details from that of the event site, and has the following contact information: (B)(6).

Event description:
It was reported that during a service visit for a previously reported issue, a getinge field service engineer (fse) observed that the back up battery for the cs300 intra-aortic balloon pump (iabp) had a runtime below factory specifications. There was no patient involved and no adverse event was reported.

Manufacturer narrative:
The fse observed that the iabp unit was not in "charging mode" and informed the customer to charge the iabp unit. The fse then returned to the customer's site at a later date and performed the battery runtime test which failed. The battery runtime was still below factory specifications. The fse noted that the battery required replacement. Repairs are ongoing. A supplemental report will be submitted when additional information is provided. The first name of the initial reporter has been abbreviated due to field character limit; the full name should read (B)(6).

Event description:
It was reported that during a service visit for a previously reported issue, a getinge field service engineer (fse) observed that the back up battery for the cs300 intra-aortic balloon pump (iabp) had a runtime below factory specifications. There was no patient involved and no adverse event was reported.